Event description:
Swan-ganz catheter inserted through 9fr sheath introducer into left subclavian vein as part of standard monitoring procedure prior to coronary artery bypass surgery became immobilized due to a knot spontaneously occurring at the distal tip of the catheter approx 6cm from the thermistor tip. The insertion was done in the normal fashion and met no resistance initially. The catheter did not wedge in the pulmonary artery on the first try, although EKG irritability indicated that placement was correct. Subsequent attempts at placement, twice attempted, yielded no better result. The catheter could not be removed through the sheath introducer. Initially it was thought that the balloon valve was malfunctioning. Cutting the catheter close to the pt to permanently release the balloon still did not allow the removal of the remaining portion of the catheter. Fluoroscopic imaging revealed a knot in the indwelling portion. The surgery was cancelled, and the pt was taken to the radiology special procedures for removal of the entrapped portion of the catheter. Patient was kept under general anesthesia, and removal was successful. Dates of use: 2007. Diagnosis or reason for use: coronary artery disease. Event reappeared after reintroduction? No.